Manufacturer narrative:
The customer reported that their central nursing station has signal loss on the fourth floor. They stated that it was for only half the patients, they have rebooted the central nursing station but it was still showing signal loss. No patient harm was reported. Attempt # 1: (B)(6) 2021, emailed the customer via microsoft outlook for all the above information : no reply was received. Attempt # 2: (B)(6) 2021, emailed the customer via microsoft outlook for all the above information : no reply was received.

Event description:
The customer reported that their central nursing station has signal loss on the fourth floor. They stated that it was for only half the patients, they have rebooted the central nursing station but it was still showing signal loss. No patient harm was reported.